Event description:
A customer complaint was received that the il gem premier 3000 reported an error flag while running a sample. The results show that the na and hct results were drifting and the instrument was trying to recover. This symptom happened under operating room conditions with lowered blood temperature. This problem does not occur in the laboratory under normal conditions. Based on conversations with the profusionist at the site, the co is investigating the cause of this failure mode. There was no pt treatment as a result of this error flag.